Event description:
New information received noted that the lead was explanted and replaced on july 8, 2019. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, the day after open-heart surgery, the clinicians believed that the patient's pacing system was not working correctly. There was a handwritten comment that the surgeon may have severed a lead. Upon interrogation, the patient's right ventricular lead exhibited undersensing and non-capture. Device testing confirmed the issues. At the time of interrogation, the patient was being asynchronously paced via an external temporary pacemaker. Programming changes were made. The patient was stable.